Event description:
It was reported that the right ventricular (rv) lead triggered a lead alert for high/undefined superior vena cava (svc) coil impedance and further that the intermittent high svc impedance became permanent over time. It was additionally reported that the lead was fractured and it was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.